Manufacturer narrative:
Updated fields: h6, h10. Corrected fields: b5 (information was inadvertently omitted). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Event description:
The device was inspected before use and the intended diagnostic procedure was completed.

Manufacturer narrative:
The suspect device was sent to olympus for evaluation and the customer¿s reported problem was confirmed. The light guide connector post was detached. The inspection also noted the following (non-reportable) defects: internal lens damage, and image failure due to dirt on the light guide surface. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the customer oes elite high definition autoclavable telescope ¿light guide post was removed together with the light guide connector¿. The customer reported problem was found during reprocessing. No death or injury and no impact to patient or other was reported.